Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ruptured her myometrium'), menorrhagia ('abnormal bleeding (menorrhagia)'), device expulsion ('posiible iud or other device is noted with the fundal aspect of the uterus') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, migraine, abdominal discomfort, kidney stone, weight loss, device ineffective, genital irritation, low grade squamous intraepithelial lesion, hematuria, dysphagia, vaginal odor, ovarian cyst, perimenopause, dysfunctional uterine bleeding and hydrotherapy. Previously administered products included for an unreported indication: simvastatin, domperidone, xanax, omeprazole, adderall, junel, prenatal + iron, phenergan and zocor. Concurrent conditions included nausea, irregular menstruation, pap smear abnormal, corneal stromal edema, lethargic, diverticulum, penicillin allergy, metastatic gastric adenocarcinoma, biopsy, constipation, cholecystectomy, mammogram and vaginitis. Concomitant products included ascorbic acid;colecalciferol;cyanocobalamin;dl-alpha tocopheryl acetate;folic acid;nicotinamide;pyridoxine hydrochloride;retinol acetate;riboflavin;thiamine mononitrate (multiple vitamin with folic acid), ethinylestradiol;norethisterone acetate (loestrin), lamotrigine (lamictal) and naproxen sodium;sumatriptan succinate (treximet). In january 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (essure removal/schedule tlh bilateral salpingectomy and hydrotherm ablation and d and c). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on 09-dec-2005, right tube having 7 trailing coils and left tube having 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 26-mar-2008: two small no obstructing calculi identified with the left kidney and one identified with the right kidney. Urinary tract obstruction.. Gastric emptying study - on 03-apr-2006: delayed gastric emptying. Hysterosalpingogram - on 24-may-2010: result:good position of the essure coils ln the proximal fallopian tube bilaterally with no signs of contrast opacification in the fallopian tubes distal to the coils consistent with tubal occlusion bilaterally 2.unremarkable appearance of the endometrial cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, severe cramping, menorrhagia and following events were described in patient's medical record- embedded device and device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-may-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('ruptured her myometrium'), menorrhagia ('abnormal bleeding (menorrhagia)'), device expulsion ('possible iud or other device is noted with the fundal aspect of the uterus') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, migraine, abdominal discomfort, kidney stone, weight loss, device ineffective, genital irritation, low grade squamous intraepithelial lesion, hematuria, dysphagia, vaginal odor, ovarian cyst, perimenopause, dysfunctional uterine bleeding and hydrotherapy. Previously administered products included for an unreported indication: simvastatin, domperidone, xanax, omeprazole, adderall, junel, prenatal + iron, phenergan and zocor. Concurrent conditions included nausea, irregular menstruation, pap smear, corneal stromal edema, lethargic, diverticulum, penicillin allergy, metastatic gastric adenocarcinoma, biopsy, constipation, cholecystectomy, mammogram and vaginitis. Concomitant products included ascorbic acid; cholecalciferol; cyanocobalamin; dl-alpha tocopheryl acetate; folic acid; nicotinamide; pyridoxine hydrochloride; retinol acetate; riboflavin; thiamine mononitrate (multiple vitamin with folic acid), ethinylestradiol; norethisterone acetate (loestrin), lamotrigine (lamictal) and naproxen sodium; sumatriptan succinate (treximet). In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (essure removal/schedule tlh bilateral salpingectomy and hydrothermic ablation and d and c). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the menorrhagia, genital haemorrhage and vaginal haemorrhage had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on (B)(6) 2005, right tube having 7 trailing coils and left tube having 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2008: two small no obstructing calculi identified with the left kidney and one identified with the right kidney. Urinary tract obstruction. Gastric emptying study - on (B)(6) 2006: delayed gastric emptying. Hysterosalpingogram - on (B)(6) 2010: result:good position of the essure coils ln the proximal fallopian tube bilaterally with no signs of contrast opacification in the fallopian tubes distal to the coils consistent with tubal occlusion bilaterally. Unremarkable appearance of the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, severe cramping, menorrhagia and following events were described in patient's medical record- embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs and medical record received: reporter information added. Events added: abnormal bleeding (vaginal, menorrhagia),device embedment extracted from mr, lot number added, concomitant drugs added, patient history added and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.